Manufacturer narrative:
.

Event description:
Procedure: unk. According to the reporter: the handle broke when squeezed and the needle came out. The needle was recovered. There was no patient contact.